Manufacturer narrative:
Title: investigation of intraoperative factors associated with postoperative pancreatic fistula following laparoscopic left pancreatectomy with stapled closure: a video review-based analysis source: surgical endoscopy / published online: september 10, 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, post-operative a laparoscopic left pancreatectomy between june 2015 and june 2020. There were 38 patients included in the study and post-operative outcomes included: post-pancreatectomy hemorrhage in 4 patients which resulted in additional surgery for two patients, the median length of hospital stay following surgery was 10 days post-op pancreatic fistula requiring radiologic intervention in 8 patients, one patient developed arterial bleeding requiring surgery for hemostasis and/or embolization and hemoperitoneum which was treated with transfusion. Investigation of intraoperative factors associated with postoperative pancreatic fistula following laparoscopic left pancreatectomy with stapled closure: a video review-based analysis: giuseppe zimmitti, 2020.